Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
A patient experienced a bronchopulmonary hemorrhage during a superdimension enb procedure. The estimated blood loss was 200ml. The physician administered epinephrine and thrombin and no further intervention was needed. If additional information is received a follow-up report will be submitted.